Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the doctor put a liner too thin for the patient so the patient is unstable. He will put a thicker liner and the problem will be fixed. It is not a default on our side.